Event description:
The pt was setup with a premod high treatment on ch1 using self adhesive electrodes on the shoulders. The intensity was set at 7. About 1 1/2 - 2 minutes into the treatment the pt complained that the intensity increased greatly. The treatment was stopped. Just after the incident the pt started breathing hard and complained of heart, head pain. An ambulance was called. Ambulance personnel provided medical assistance. EKG showed no heart problems. Pt went to the hospital and then returned to work after a few hours. Pt called facility later to inform them that he appeared to be fine.